Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l72005, implanted: (B)(6) 2000, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain of the trunk/limbs. It was reported that the manufacturing representative (rep) spoke with the patient yesterday, because they were monitoring the patient¿s blood pressure and glucose. It was reported that the patient¿s leads were broken and ¿its painful and feels like it in their chest¿. It was asked but unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's leads had been broken for at least 10 years. The patient believed it happened when they fell out of a chair at work. The patient met with a manufacturer representative because the stimulation was not going down the patient's leg like it used to. The patient reported that they had a "cat scan or x-ray" which verified that the leads were broken. The patient stated that they were told that they probably would not be able to remove the leads due to scar tissue. No further complications are anticipated.